Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two weeks post implant of the implantable cardiac monitor (icm), the patient experienced a 'pseudomonas' infection at the implant site. The icm was removed and discarded. The patient was treated with antibiotics. No further patient complications have been reported as a result of this event.